Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the helix was bent/stretched consistent with procedural damage and was clogged with blood/tissue. Helix mechanism test could not be performed due to as received bent/stretched helix which is consistent with procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
New information notes the patient experienced palpitations prior to the procedure.